Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was attempting to prime the insulin pump and the display went blank with three flashing lines. The customer also received a no delivery alarm. Customer's blood glucose level at the time 325 mg/dl. Troubleshooting occured. No significant event leading up to the incident was mentioned.